Event description:
Pt reported they had one bad cassette that leaked from the top and is unsure if it was the bladder or the tubing that comes out of the cassette. Patient no longer has the cassette and is unable to provide lot number. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.